Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed the guide wire was returned with blood on the core and on the coils, and there was no contrast visible. The core had separated at the proximal end of the hypotube. The core was extending out the hypotube. There was a kink in the core 17.3cm proximal to the separation and a kink in the core 1mm proximal to the proximal solder. A sem analysis was performed of the separation site and the results suggest that the core failure may be attributed to a ductile overload at a bend. A ductile overload of this type typically suggests that the wire was exposed to a load beyond its design limits, causing the core to bend and ultimately separate. Because there were additional kinks noted on the core, it is likely that the separation at the hypotube/core junction is a result of a kink which may have occurred during advancing. The hypotube/core junction may be more vulnerable to separation if force is applied once kinked. To ensure core separation does not occur as a result of manufacturing, a tip pull test is performed on each wire to ensure the tip is properly attached. Overall, the core separation and additional kinks appear to be related to case circumstances. There is no indication of a product quality deficiency. No manufacturing or quality inspection issues were observed during evaluation. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: tip detachment. Time of device issue: during procedure. Adverse event: detached tip was removed using a snare. It was reported that the distal end of the 0.14 bhw hydro 190cm guide wire detached being advanced in the vessel to the target site in the subclavian. A snare device was used to retrieve the tip from the pt's anatomy. There were no reported adverse pt sequelae. Though requested, no additional info was provided. Subsequent info received via user facility medwatch report stating "during ICD procedure, 0.14 wire broke in the subclavian vein. Distal end of the wire in the coronary sinus (cs). Interventional radiology (ir) was called, and came to remove wire using a snare from the right femoral vein access."